Event description:
CT scanner down. Table error in log for elevation inverter fault. Inverter, supply and controller ordered. Parts received no change. Suspect hydraulic pump is taking out inverter-replacement pump and elevation inverter ordered. Inverter and pump replaced but failed. Cable break intermittently shorting out inverter. Replaced cable and inverter. FDA safety report ID # (B)(4).